Event description:
It was reported by the surgeon that there was a discrepancy in the diameter of femoral stem prosthesis that was designed and manufactured as custom for this pt to that of the bone canal. The surgeon was concerned that this may lead to instability in the future.

Manufacturer narrative:
After review of the device history was complete, no non-conformances were found. The surgeon provided a picture of a cross section of the bone. This was measured and compared with that of the order and design. It was identified that the measurement radiograph, supplied by the hospital, was inaccurate. MRI's were also provided but the quality was of too poor quality to use as measurement references. This was passed back to the surgeon during the design process with a draft design, which the surgeon approved. This was subsequently the design that was manufactured. Based on the order the investigation confirmed that the device was manufactured correctly to the specifications that were provided. Corrected data custom distal femur replacement implant corrected to jts extendible distal femoral implant. Distal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that there was a discrepancy in the diameter of femoral stem prosthesis that was designed and manufactured as custom for this patient to that of the bone canal. The surgeon was concerned that this may lead to instability in the future. This is a supplemental report to 3004105610-2014-00136 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The surgeon provided a picture of a cross section of the bone. This was measured and compared with that of the order and design. It was identified that the measurement radiograph that was supplied was not accurate. MRI's were also provided but these were of too poor qual to use as measurement references. This was passed back to the surgeon during the design process with a draft design, which the surgeon approved. This was subsequently the design that was manufactured. Based on the order the investigation confirmed that the device was manufactured correctly to the specifications that were provided. Please note that this customer implant is similar to the mets proximal distal femur implant (k121029).